Manufacturer narrative:
Data was provided for 2 of the 3 patient samples alleged. Review of the data showed the 2 runs were impacted by a thermal event and the thermal occurrence during the run led to the false positive flu a results alleged. No data or information was provided on the third alleged sample. The affected analyzer was returned for service. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged the generation of false positive flu a results for 3 patient samples tested on the cobas liat analyzer (serial ID (B)(4)). Upon repeat testing of the same samples, on a different cobas liat analyzer, negative flu a results were generated. For all 3 patients, negative results were reported. No harm or injury was indicated. The customer site indicated they are using an off-label collection kit (avantik viral transport, 3ml), and they are aware that it is not a validated collection kit in the instructions for use. The cobas liat analyzer was returned to roche for further evaluation/investigation.

Manufacturer narrative:
The cobas liat analyzer was returned for further evaluation/investigation. The investigation is on-going, and a supplemental MDR will be file upon completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).